Manufacturer narrative:
This report is submitted on 23 february 2021.

Event description:
Per the clinic, the patient experienced intermittencies subsequent to sustaining a head injury. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains in situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 17, 2021.